Manufacturer narrative:
The device was replaced.

Event description:
The manufacturer received information alleging a cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The ultrafill device and cylinder were returned to the manufacturer for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to separate from the ultrafill unit.